Manufacturer narrative:
There is no further procedural information pertaining to the deployment and attempted recapture of the enterprise. It was reported that no procedural images/films pertaining to the event are available for review. The stent remains implanted and the delivery system and procedural images are not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418217 which corresponds to final lot number 13471823. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional device history record review was completed by (B)(4). The individual lot folders were reviewed by (B)(4) and no non-conformances related to the reported event were found. The enterprise lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Based on the available procedural information although no definitive conclusion can be made, it is possible that the reported heavily tortuous vessel along with location of the aneurysm and stent placement as related to the side branch may have contributed to the reported event. As listed in the instructions for use (IFU), occlusion of a side branch is a known potential adverse event associated with the use of stents in the intracranial vasculature. In addition it outlines that intracranial artery stenting is generally contraindicated in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Based on the device history record review, there is no indication that the event is related to the manufacturing process; clinical factors may have impacted the event. Therefore, no corrective actions will be taken at this time.

Event description:
During an enterprise vrd assisted coil embolization of an internal carotid (ic) to posterior communicating (pc) artery aneurysm the distal part of the vrd moved into the side branch of the pc. An attempt to recapture the vrd was unsuccessful because the distal positioning markers were tangled with each other. The vrd was placed at the target site with the distal end remaining in the side branch of the pc artery. Coil embolization of the aneurysm was done with placement of 21 coils and the procedure was completed. After the procedure angiography confirmed that the distal part of the vrd was not extended properly due to the tangling of the distal positioning markers and the side branch of the pc artery was completed occluded. The patient was asymptomatic. It was reported that the vessel was not calcified and heavily tortuous. The aneurysm measured 14.2mmx12mm with a 4.8mm neck. The parent artery was 3.8mm proximally and 2.5mm distally. It was indicated that after the enterprise stent distal floppy tip was out of the microcatheter (mc), prior to retracting the mc, the enterprise stent markers were not placed at the desired site.